Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign material was in the nozzle. The foreign material was unable to be identified. There were no deformations to the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The distributor reported the zoom on the evis lucera elite gastrointestinal videoscope was out of focus. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the nozzle was clogged with foreign matter due to insufficient cleaning. This report is to capture the reportable malfunction of the nozzle was clogged with foreign matter due to insufficient cleaning noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. Additional issues were identified. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover has a chip, a crack, and a white-clouded area. The adhesive on the around the light guide lens and objective lens had a white-clouded area. The plastic distal end cover had a dent and a burn. The adhesive around the objective lens was peeled. The connecting tube had a cut. Scratches were found in multiple locations. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.